Event description:
It was reported that the pump's touchscreen was not responding to any input from the customer. There was no information provided regarding the customer's blood glucose level at the time of the event. Attempts to reset the pump were unsuccessful, resulting in the failure of all touchscreen tests. Consequently, the pump was replaced by technical support, and the customer was informed about returning the non-functional pump within ten days.